Event description:
A patient reported experiencing inaccurate erratic results with a tone basic meter. The patient's blood glucose results were 501 and 260 mg/dl. Tests were done within 10 minutes. During the call, checkstrip passed and control solution did not. Patient did not experience any adverse events. No further information has been reported.